Manufacturer narrative:
No used or unused devices received and due to the lot number being unk, we were not able to perform any testing to the retained samples. If we received any new info, a follow up report will be submitted. Unomedical rec'd complaint through medtronic minimed, the distributor of the infusion set. (B)(4).

Event description:
On (B)(6) 2011, dr (B)(6) from (B)(6) medical examiner's office called to report the death of customer (B)(6). Date of death was (B)(6) 2011, 1:00 am. Cause of death was reported as car accident, body was badly burned. Place of death: (B)(6). Contact info of reporter is: dr (B)(6), investigator (B)(6) office address: (B)(6). Dr's name and contact info is: dr (B)(6), medical examiner in charge of investigation. Customer was wearing pump at time of death. Dr (B)(6) shared the following details regarding the death of the customer: customer was found in his car by (B)(6) police at 1:00am, (B)(6) 2011, and the body was badly burned after a car accident. Pump was recovered later at the medical examiner's office when it began alarming. Dr (B)(6) called (B)(6) to verify pump serial number and to confirm the name of the customer the pump was registered to. At (B)(6) police department, dr (B)(6) at the medical examiner's office, is knowledgeable about the incident that caused the death. Next of kin is (B)(6) customer's brother. Dr (B)(6) agrees to return the pump, reservoir and remains of tubing to medtronic minimed for analysis. Regardless of the cause of death, the 24-hour helpline will request return of the device and consumables (infusion set and reservoir) from the reporting party and document the response to the request in the (B)(6). Determine if the reservoir and infusion set in the pump at time of the passing are available for return. If items are available and the customer agrees to return the items. Dr (B)(6) is not certain if the medical examiner office wants the pump returned to them and will have to check with his office.